Manufacturer narrative:
Occupation: interventional technologist. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a trans-jugular renal biopsy, a flexor balkin guiding sheath separated at the hub. Access was gained from the internal jugular vein. The sheath and an unknown biopsy needle were introduced. It was reported that the physician realized that the biopsy needle would not reach the biopsy site; therefore, the procedure was aborted and the needle and sheath were removed. At that point, the hub of the sheath separated from the shaft. No other devices were in the lumen of the sheath at the time of removal. The patient's anatomy was not unusual. The shaft was removed with an unknown snare; requiring the physician to obtain groin access. Snaring of the device was reported to add three hours to the procedure. No portion of the device remained in the body after the snaring procedure. The patient was admitted to the hospital overnight after the procedure. Other adverse effects have not been reported as a result of the event.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. An hhs/FDA form 3500a form ((B)(4)) was received on 28jan2019 which provided patient demographics. Renal biopsy: renal parenchyma. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ it goes on to say ¿before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage.¿ there is no information noting resistance during placement or withdrawal of the device. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.